Event description:
A dme reported that a pt obtained a scratch to their eye while removing their CPAP mask.

Manufacturer narrative:
When the pt attempted to remove the mask from her face, she scratched the sclera on her right eye. The pt reported the scratch was caused by the mask headgear. The pt was seen by her eye doctor and was provided eye drops to treat the injury. The product was disposed of and will not be returned to resmed for further eval.